Event description:
It was reported that following a ptca/stent procedure when removing the stent delivery sys post deployment, membrane separation occurred. After removal and flushing of the guiding catheter the separated portion of the membrane was retrieved. Reportedly all pieces of the membrane were retrieved. No pt injury was associated with this event.

Manufacturer narrative:
H3: device evaluation summary attached h6: evaluation code updated evaluation summary follow-up #1: quality assurance analysis revealed that the unit was returned without the detached c-flex. The remaining portion of c-flex was torn and separated from the distal tip of the catheter, and had a jagged edge. The shrink tubing/c-flex junction was intact. Quality engineering concluded resistance met during removal of the delivery system caused tensile overload and c-flex separation. There is no indication that any device defects were noted during preparation. Quality engineering has determined that no follow-up action is warranted at this time. Quality engineering will continue to monitor this product issue. A review of the device mfg records did not reveal any non-conformities. As part of our mfg and quality process all acs multi-link stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.